Manufacturer narrative:
H3 evaluation summary: a review of the device history record (DHR) was reviewed, and no discrepancy was found according to the reported failure. One decontaminated sample with the reported lot number was received. After performing a visual inspection based on procedure, it can be observed that the tubing was trapped in the seal. The product being trapped in the seal could cause occlusion or shearing of the tube. The reported condition was confirmed. There is currently a formal investigation being conducted through a corrective and preventative action (CAPA) which was opened to address this type of failure mode though a more robust investigation.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the rn was going to place an ng. When the rn opened the packaging of the ng tube, the rn noticed that the tube was split in half. When the rn was inspecting the tube, the rn also noticed that on the side of the tube there was an opening. The rn repackaged the tube to give to supervisor and notified the supervisor of the event. That specific ng tube was never inserted into the patient.